Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), embedded device ('present within the left anterior endomyometrium is a portion of essure device measuring 3.9 cm in length/no distinct presence of an essure device is identified grossly within the left fallopian tube') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, dysfunctional uterine bleeding and fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("present within the left anterior endomyometrium is a portion of essure device measuring 3.9 cm in length/no distinct presence of an essure device is identified grossly within the left fallopian tube"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal infection ("vaginal infection"), vaginal discharge ("vaginal discharge"), abdominal distension ("bloating"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and hysterectomy (full), salpingectomy (bilateral), repeat/multiple surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, embedded device and device expulsion outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, vaginal infection, vaginal discharge, abdominal distension, bladder disorder, urinary tract disorder, fatigue, weight increased and weight decreased had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff receive treatment for: dysmenorrhea, pelvic/abdominal, back pain, dyspareunia, menorrhagia. Discrepancy: date of insertion was (B)(6) 2015 and (B)(6) 2015 . On the right side 4 coils were within the endometrial cavity. On the left side 1 coil was within the endometrial cavity. Post-operative bleeding, poss ruptured suture. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) results: bilateral occlusion. Pathology test - on (B)(6) 2017: no discrete areas of necrosis or cystic degeneration are identified grossly. Also present within the left anterior endomyometrium is a portion of essure device measuring 3.9 cm in length. Gross photographs are taken. The left, fimbriated fallopian tube measures 7.7 cm in length x 0.3 cm in diameter. Serial sectioning reveals a tan-pale pink tubular structure with a pinpoint lumen. No distinct presence of an essure device is identified grossly within the left fallopian tube. The right, fimbriated fallopian tube measures 8.7 cm in length x 0.3 cm in diameter. Serial sectioning reveals a tan-pale pink tubular structure with a 1.5 cm portion of a possible essure device within the most proximal aspect. Concerning injuries reported in this case the following one was described in patient medical records: device breakage, device expulsion and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('present within the left anterior endomyometrium is a portion of essure device measuring 3.9 cm in length/no distinct presence of an essure device is identified grossly within the left fallopian tube'), embedded device ('present within the left anterior endomyometrium is a portion of essure device measuring 3.9 cm in length/no distinct presence of an essure device is identified grossly within the left fallopian tube') and pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included adenomyosis, dysfunctional uterine bleeding and fibroids. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), device expulsion ("present within the left anterior endomyometrium is a portion of essure device measuring 3.9 cm in length/no distinct presence of an essure device is identified grossly within the left fallopian tube"), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) ). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage and device expulsion outcome was unknown and the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, weight increased, weight decreased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff receive treatment for: dysmenorrhea, pelvic/abdominal, back pain, dyspareunia, menorrhagia. Discrepancy: date of insertion was (B)(6) 2015 and (B)(6) 2015 . On the right side 4 coils were within the endometrial cavity. On the left side 1 coil was within the endometrial cavity. Post-operative bleeding, poss ruptured suture. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) results: bilateral occlusion. Pathology test - on (B)(6) 2017: no discrete areas of necrosis or cystic degeneration are identified grossly. Also present within the left anterior endomyometrium is a portion of essure device measuring 3.9 cm in length. Gross photographs are taken. The left, fimbriated fallopian tube measures 7.7 cm in length x 0.3 cm in diameter. Serial sectioning reveals a tan-pale pink tubular structure with a pinpoint lumen. No distinct presence of an essure device is identified grossly within the left fallopian tube. The right, fimbriated fallopian tube measures 8.7 cm in length x 0.3 cm in diameter. Serial sectioning reveals a tan-pale pink tubular structure with a 1.5 cm portion of a possible essure device within the most proximal aspect.. Concerning injuries reported in this case the following one was described in patient medical records: device breakage, device expulsion and embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-aug-2020: mr received: reporter details, medical history, aka name for patient, lab data were added. New event added: device expulsion, device breakage and embedded device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain"), dysmenorrhoea ("dysmennorhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), vaginal discharge ("vaginal discharge"), vaginal infection ("vaginal infection"), fatigue ("fatigue") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral), repeat/multiple surgeries). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, bladder disorder, urinary tract disorder, vaginal discharge, vaginal infection, fatigue, weight increased, weight decreased and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract disorder, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: plaintiff receive treatment for: dysmenorrhea, pelvic/abdominal, back pain, dyspareunia, menorrhagia. Discrepancy: date of insertion was (B)(6) 2015 and (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test (unspecified) results: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-sep-2019: pfs was received. Previously reported injury nos was replaced with pelvic pain and new events dysmenorrhea, abdominal pain, back pain, dyspareunia, menorrhagia, bladder/urinary problems, vaginal discharge, vaginal infection, fatigue, weight gain, weight loss, bloating were added. Date of insertion was updated. Date of removal was added. Lawyer was added. Event outcome was updated from unknown to recovered/ resolved. Lab data updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.